Manufacturer narrative:
Correction : lot #, catalog # and expiration date are unknown. Device manufacture date is unknown.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.9 cm diameter abdominal aortic aneurysm. The patient had a very conical neck measuring about 1.7cm. Due to the patient's age and health, endovascular approach was chosen as opposed to an open repair. The proximal neck measured 21mm and the distal neck measured 31.7mm. It was reported that on the final angiogram, a proximal type I endoleak was observed. There was about 5mm between top of bifurcated graft to bottom of left renal. A 36mm endurant cuff was implanted to resolve the endoleak. No additional clinical sequelae were reported and the patient is fine.